Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a "patient developed an infection shortly after surgery." This is for the right side. Device explanted.

Event description:
Healthcare professional reported a "patient developed an infection shortly after surgery." Affected side is right. The device has been explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported a "patient developed an infection shortly after surgery." Affected side is right. The device has been explanted.

Event description:
Healthcare professional reported a "patient developed an infection shortly after surgery." Affected side is right. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, g4, h3, h4, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: infection (unknown onset): unable to observe as it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.